Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Patient had a total hip replacement (B)(6) 2016. He came in recently complaining of groin pain. Xray showed a medialized cup. He was scheduled for a revision. He was revised to a new larger acetabular cup. The operation was completed successfully.